Event description:
It was reported the customer was hospitalized for diabetes. Ketoacidosis. No additional information was provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contribute to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.